Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that could have contributed to the patient's hyperglycemia and hospitalization was found. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The patient reported that he activated the device on (B)(6) at 9:19 pm with blood glucose measuring 126 mg/dl and took a 1 unit bolus. His blood glucose and insulin bolus history for (B)(6) is as follows. At 7:00 pm his blood glucose measured 700 mg/dl at the emergency room. The pod was removed and he was admitting overnight. He was treated with IV fluids, an insulin drip and medication for vomiting.